Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few months after implant, the patient began experiencing syncope, and eventually fell and had a jaw injury. Increased threshold was noted over a two day period, and it was believed that there was intermittent pacing failure due to undersensing. The patient was hospitalized due to the jaw injury and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.